Event description:
It was reported, that a (B)(6) cemented was implanted on (B)(6) 2014 on the shoulder. Patient noticed some redness around the incision site, erythema, and increased edema despite antibiotics. Cipro was started on (B)(6) 2014. Patient was then switched to bactrim and subsequently scheduled for irrigation and debridement on (B)(6) 2014. A revision surgery is planned for unknown date.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).